Event description:
It was reported that the insulin pump alarmed several motor error alarms, as well as no delivery alarms. The customer's mother did not know the blood glucose reading. She stated that the insulin pump had been in an accident with a four-wheeler, and she was advised that the device may need to be replaced. She noted that within the last week, the insulin pump had been alarming more motor error alarms, but she then corrected herself, advising that she referred to no delivery alarms. She noted that the no delivery alarm occured during a bolus attempt. The customer's mother declined troubleshooting for the issue. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.